Event description:
It was reported that prior to an unk procedure, hemostasis (coagulation) was not as good as before. They even changed the handpiece to a new one. However, it did not work out. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.